Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (neck diameter <(> <<)>19mm (16mm), and for the iliac diameter <(><<)>8mm (7mm)).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a fusiform 45 mm diameter and 71mm in length abdominal aortic aneurysm. The proximal neck was 16 mm in diameter and 32 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 12 mm in diameter. The right internal iliac artery measured 12 mm in diameter and the left internal iliac artery measured 14 mm in diameter. The right external iliac artery measured 7 mm in diameter, and the left external iliac artery measured 8 mm in diameter. It was reported that during removal of the right main body, both graft cover and the distal tip caught in the common iliac artery which had a diameter of about 7 mm. After the stent graft was deployed, when the physician attempted to retract graft cover, it was unable to retract completely because of it was stuck with something (slider was not docked with front grip). The physician tried to remove the delivery catheter from the patient even though the slider was not docked with front grip completely. The physician felt difficulty around the spindle through cia (7mm), so the physician attempted to push the delivery catheter back. The physician managed to pull the delivery system and it was able to be removed from the patient. However, the physician thought that the graft cover was deformed. No clinical sequelae were reported. The patient is fine evaluation summary: the event was confirmed; the graft cover was damaged. The root cause of the damage could not be conclusively; however, was likely due to the small access vessels.

Event description:
Additional information: cta's pre-implant revealed that the neck was angulated approximately 70 degrees, 17mm diameter (flow lumen), 3cm long, and calcified. The aaa max diameter was 4.9cm and was calcified. The iliac arteries were mildly tortuous, but contained thrombus and were very calcified bilaterally. The minimum common iliac flow lumen was 5mm on the right, and 6mm on the left. It is likely that the vessel narrowing (with calcification and thrombus) within the right common iliac may have contributed to the removal difficulties.